Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. The implantable cardioverter defibrillator could not be interrogated. It was noted that the device had reached end of life indicator. Premature battery depletion was suspected. The device was explanted and replaced. The patient was stable before, during, and after the procedure.